Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tube') and uterine perforation ('perforation : uterus') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: patient received treatment for perforation: fallopian tubes, uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received events " perforation: fallopian tubes, uterus" were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.